Event description:
Implant card was received indicating that the patient had a full replacement due to high impedance. The explanted lead has not been received to date.

Event description:
It was reported that the patient was seen and system diagnostics revealed high lead impedance. The patient is referred for lead revision and battery change. No known surgical intervention has occurred to date.